Event description:
It was reported while testing with bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes samples showed hemolysis. No patient impact reported. The following information was provided by the initial reporter: the samples are hemolyzing.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D1. Bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes d4. Medical device lot #: 2132113 d4. Medical device expiration date: 31-10-2023 h4. Device manufacture date: 12-05-2022 d4. Medical device lot #: 2292100 d4. Medical device expiration date: 31-03-2024 h4. Device manufacture date: 19-10-2022 e.1 - (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples from bd inventory for both lots were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot #'s, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while testing with bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes samples showed hemolysis. No patient impact reported. The following information was provided by the initial reporter: the samples are hemolyzing.